Manufacturer narrative:
The complaint device was not returned by the customer, nevertheless the customer did provide one photo related to the complaint; the upn provided on the photo attached to the complaint match with the reported information in this complaint.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the lower limbs. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, the hydrophilic coating came off when the wire was inserted into a non-boston scientific support catheter. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the patient condition was stable, and the procedure was continued with a catheter.

Manufacturer narrative:
The complaint device was not returned by the customer, nevertheless the customer did provide one photo related to the complaint; the upn provided on the photo attached to the complaint match with the reported information in this complaint.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the lower limbs. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, the hydrophilic coating came off when the wire was inserted into a non-boston scientific support catheter. The procedure was completed with another of the same device. No patient complications were reported.